Event description:
A facility reported that the jaw of the fenestrated insert (cev625-1) broke in the patient's abdomen, during surgery on the colon. The broken part was retrieved. The forceps could not be used so staff needed to obtain another device. It is unknown whether there was a delay in surgery as a result. It was reported that no patient injury or death occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The fenestrated insert (cev625-1) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit verified the complaint as valid: the mobile jaw is broken. No manufacturing defect was found. The insert is bent. Root cause - considering the manufacturing date and the absence of servicing, the reported event is due to a normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.